Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had an electrical malfunction. There was no patient involvement.

Manufacturer narrative:
Additional information was received on 20-sep-2023. Investigation finalized on 04/16/2024: a getinge field service engineer (fse) evaluated and found that the touch screen was not working. Upon further troubleshooting he found that the front-end board was giving a patient lead connected error. The helium low pressure tank transducer calibration would not calibrate. Fse replaced the touch screen, video generator board, front-end board, and helium reservoir assembly. Cardiosave services completed. Safety, calibration, and functionality checks to factory specifications. Unit released to customer and cleared for clinical use.